Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that lv impedance was out of range on home monitoring on (B)(6) 2020. It appears that lv impedance varied depending on pacing polarity programming. Lead was explanted on (B)(6) 2021 due to high, out of range impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.